Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Educated patient on signal loss under 10 minutes as being normal. Patient will call back if issues continue. No injury or medical intervention was reported.